Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 30th september 2009 and performed to specification, alongside random manual power ons, up to the 29th april 2014. An increase in voltage then suggests a further pad-pak was installed, the device passed a self-test. The device failed a self-test due to a low battery on the 27th september 2015 and remained in fault mode until february 2016 when an increase in voltage suggests a further pad-pak was installed with the device passing 4 self-tests. Investigation found the reported fault can be attributed to membrane failure. The green status led failed to illuminate due to membrane failure. The measurements taken, including the excess current drain measured during the investigation would confirm a failing membrane. The fault could not be replicated with a good membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.